Event description:
The doctor stated that the patient received a medpor nasal dorsum implant in 2006 in a septorhinoplasty procedure. The doctor reported that a portion of the implant was removed in 2007 because of rejection.

Manufacturer narrative:
Following a review of the device history record for lot 7516-a056h18, it was determined that all processes and test criteria are within the medpor implant finished product specification.